Event description:
It was initially reported that the site's programming wand was "smoking" and "had an electrical smell." The batteries were changed and the power light would not come on. The programming wand was said to have been functioning properly prior to this report. The site's handheld computer was said to be functioning properly with another wand. There was no known reason for the reported issue from the site. The programming wand was returned to the MFR for analysis, but has yet to be completed.